Event description:
It was reported that the device was explanted after implant duration of zero days. On 09/23/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to sizing issue. Per the surgeon's response, it was a "simple matter of using smaller size."

Event description:
It was reported the intraocular lens was removed and replaced, due to a refractive surprise. No patient complications occurred, and patient's visual acuity is good.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.